Event description:
Same case as MFR# 2134265-2010-05317. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 75% stenosed, 3.5x36mm eccentric and de novo target lesion was located in the severely tortuous and non-calcified proximal to mid left circumflex (lcx). The lesion was predilated with a 2.0x20mm balloon at 14atms. A 3.5x38mm promus element stent delivery system (sds) was advanced to the target lesion; however, halfway through the lesion the device became stuck and was unable to cross the lesion. Further pushing of the device caused the stent to become damaged. The device was removed from the patient and the lesion was predilated again with a 2.5x20mm balloon. The 3.5x38mm promus element stent was advanced to the lesion again; however, it was still unable to cross the lesion. The device was removed and the lesion was predilated a third time with a 3.0x20mm non bsc balloon and it was noted that a dissection occurred. The dissection was treated by implanting three promus element stents, sizes 3.0x16mm, 3.0x20mm and 3.0x24mm. The physician intended to overlap the three promus element stents; however, while trying to deploy the 3.0x24mm stent the device "slipped" forward and a gap remained between the second and third distal stents. The procedure was completed at this point with satisfactory results. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).